Event description:
It was reported by the patient that "I am having shocking pains near my incision site; sometimes lasting up to three hours. Is this from my pace maker or leads?" Patient presented to hospital for "possible infection." Wound was addressed with no evidence of infection. The wound was cleaned and patient was advised to keep the area clean and given supplies to do so. It was further reported that the patient inquired about use of the monitor and stated that since implant - having a lot of problems and had extreme dizziness to the point that driving would have caused death. There was further inquiry regarding recall on the pacemaker. The implantable pulse generator (ipg) device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.